Manufacturer narrative:
This information was inadvertently reported incorrectly on the initial MFR. Report.

Manufacturer narrative:
.

Event description:
Initially, it was reported that the patient was scheduled for generator replacement surgery due to the device being unable to be interrogated. It was reported that the device was at end of service. The patient underwent generator replacement and the explanted generator was received for analysis. Analysis of the generator was completed on 06/22/2015. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. The generator was not at end of service. No additional relevant information has been received to date.

Event description:
It was reported that the physician reported prior to replacement that the patient had the generator for years and the physician was having difficulties interrogating. The vns representative was also unable to interrogate the generator, so the physician elected to replace the generator. Both the physician's and vns representative's programming system(s) have been functioning properly since that time.